Event description:
The customer reported that the patient was able to loosen and get out of the vest. The patient was found standing next to the bed. There was no patient injury reported.

Manufacturer narrative:
Product return has been requested and has not been received to date. (B)(4).